Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000730, serial/lot #: unknown, ubd: , UDI#: h3: the rotor control box amc was returned to the manufacturer for analysis. The motion control box positioner amc was installed in an imaging system. The system initialized. Motion calibration passed. Motion,generator, communication and charging readied. 2d and 3d images were successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that by "the system was intermittent", it was meant that the system could turn on ten times and work fine but on the eleventh time, it might fail.

Manufacturer narrative:
H2) additional information: see b5. H3) a medtronic representative went to the site to test the equipment. Testing revealed that there was an intermittent failure of the detector to home every 10-20 boots. It was noted that it would run into mechanical stops during the failure. The rotor controller and optical switches were replaced. The issue was still intermittent. The issue was traced to a loose encoder on the detector rail. It was tightened and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the reported issue was not a software issue. Analysis found that the software functioned as designed. The rotor controller has been received by the manufacturer. However, it is under analysis at the time of filing. H6) 10, 114, and 4307 are associated with the system checkout. 10, 213, and 67 are associated with the software investigation. 4118, 3233, and 11 are associated with the rotor controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's detector was not homing and the system was intermittent. There was no patient present when this issue was identified. It was noted that the system was newly installed.